Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of an unknown procedure the balloon was not properly insufflating and subsequently the balloon has fell off into the patient but was able to be safely retrieved with no reports of harm. Additionally it was reported that the scope was breaking in the same spot. No reports of patient harm.